Event description:
Customer reported that the cardiovive at battery vented while inside the back seat of his truck.

Manufacturer narrative:
Results of device investigation will be provided in follow-up report.